Event description:
Medtronic received information via a call into technical services from a patient¿s family member that 1 day post-implant of this transcatheter bioprosthetic valve a permanent pacemaker was implanted. The reason for the pacemaker implant was not reported. Approximately two months after the implant of this transcatheter bioprosthetic valve, the patient expired after a myocardial infarction (mi). It was not reported whether the death was related to the valve or its function, nor was there any report whether the valve contributed to the patient's death.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding the clinical observations have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information or product return is received. (B)(4).

Manufacturer narrative:
Correction made to age at time of event: changed from (B)(6). Conclusion: the reason for the pacemaker implant was not reported. Conduction disturbances are known potential adverse effects per corevalve instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.